Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. A supply change was performed resolving the occlusion.